Event description:
Boston scientific received information that this patient presented to the hospital feeling unwell. The device was interrogated and revealed that the left ventricular lead had increased thresholds and loss of capture. The pacing impedances were out of range. The polarity was changed to tip to coil which showed normal pacing impedances and decreased pacing thresholds. A fracture of the left ventricular lead was suspected. The polarity was once again reprogrammed but muscle stimulation was confirmed. The patient was hospitalized for a possible deactivation of the left ventricular lead to avoid worsening the patient existing heart failure condition. At this time the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Manufacturer narrative:
Additional information was reported that the patient returned to the hospital as she was still feeling sick. Interrogation of the associated device confirmed no capture on the lv lead and the pacing impedance measurement were above 2,0000 ohms with the pacing configuration in tip to coil. The electrograms (egms) showed that pacing therapy was available on the right ventricular lead only. A fracture was still suspected and another x-ray was performed. This time, a fracture on the lv lead was confirmed and identified as being located on the suture sleeve. No adverse patient effects were reported. The physician elected to continuing monitoring the patient and if no other issues are noted, an lv lead revision will be considered. At this time, this lv lead remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Manufacturer narrative:
Subsequently, this lead was explanted and returned for analysis. Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site and the suture sleeve led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of failures. The confirmed fracture could have resulted in the report clinical observations.